Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the pump was damaged because it was chewed by a dog. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy.